Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The follow up data from september 20, 2023 included the test value of the pacing threshold at 0.5 v. The follow up data from the next day did not include any test values for the atrial pacing threshold. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Sudden increase in pacing threshold one day after the implantation. All other values were in range. No lead dislodgement. The lead was repositioned.